Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered chipping of the packing cab, a cable failure and a faded serial plate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a diagnostic endoscopic carpal tunnel, the 4k autoclavable camera head doesn't register when plugged in. Upon inspection and testing of the returned unit, a faulty cable was discovered. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The intended procedure was completed using a similar device. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon ¿no image¿ occurred because the camera head was not recognized due to communication failure caused by the faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction verbiage in h10: the phenomenon reported should state "camera is not registered when it is plugged in".